Event description:
Additional information was received that this patient underwent a revision procedure and this lv lead was surgically capped. It was observed that there was a kink fracture near the generator pocket. No adverse patient effects were reported.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture at maximum outputs in all vectors and the pacing impedances were greater than 2,000 ohms. It was reported that the lead was being programmed off. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.